Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon arrival at the site the stm found the condensation removal module not locked all the way. The stm adjusted the lock and then performed a full calibration. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use an autofill failure and low vacuum alarmed occurred on a cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event was reported.